Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high troponin (accutni) and tsh results generated by the unicel dxc 600i synchron access clinical system for an unknown number of patients. The only example given was an accutni result above the ami cutoff that repeated within the risk stratification range. Tsh data was not supplied no reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Accutni samples are lithium heparin plasma that are centrifuged at 3,000 rpm for 3 minutes. Qc was within the customer's established ranges prior to the event. Qc was erratic after the event. A field service engineer (fse) was dispatched: the fse verified the ultrasonics and alignment. The fse performed a diagnostic testing which failed. The fse cleaned and replaced some parts. Verification testing met published specifications. Although hardware issues were addressed, no clear root cause could be determined for this event.